Event description:
The reporter stated that during tibial osteotomy surgery, the device broke whilst it was being unscrewed from the plate. Integra has requested additional clinical information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.